Event description:
Dealer stated there was an issue where the sip-n-puff cracked due to an incident where the consumer was driving with the sip-n-puff towards a set of steps and before he could hit the stop button on his chair, he went over the steps. There were no visual injuries but the dealer did allege the consumer is going to the hospital due to neck pain. Patient suffered six broken ribs, fractured neck and elevated heart rate. Patient transferred to another hospital for further testing and care.